Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple power sources. Reportedly, the customer plugged the pump into the computer with the same cable and stated that the charge was not steady. A replacement cable was sent to the customer. A follow up with the customer stated that the original cable charged the pump. There was no impact to the customer's blood glucose level.